Event description:
The customer reported that their device was showing all three icons (attention, service and charge-pak) and would not power on. There was no patient use associated with the reported failure.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio observed that liquid had entered the device and also confirmed contamination on several internal components caused by an unknown contaminate. This caused excess electrical current leakage which led to the reported power failure.the customer received a replacement device.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.